Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There are 2 events associated with this event type (device did not function as expected) and product code (B)(4).

Event description:
Device did not function as expected. It was reported that, "trying to revise the liner with an acetabular shell intact, took out a 10 degree liner and wanted to put in a constrained bipolar liner. He put in the liner and it felt well inside the shell, but when he went to put in rotation, the liner popped out of the shell."